Event description:
In late 2007, a stimulong catheter was being used for continuous anesthesia of the peripheral plexus and just the gold tip sheared off in the pt. An x-ray was done with no localization of the tip and the pt was alerted as well as the surgeon, and there was no patient harm. The tip of the catheter is left with the pt.

Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. The risk management file as well as the description of the incident were evaluated. This is an obvious user error. The user instruction clearly draws the users attention to the risk of shearing off if handled in an inappropriate way. The pt is doing well. Catheter rip remains in patient. This info is being submitted to comply with the requirements of 21 cfr 803.